Event description:
It was reported that the father of patient is requesting that the patient's device is explanted. The father stated that the patient would have an increase in seizures due MRI's; more specifically due to the sensation the patient perceives from their device when undergoing an MRI. It was later confirmed that the patient's device has been disabled for every MRI they had undergone. As the patient's device was confirmed to being interrogated before and after MRI, the diagnostics will be assumed to be okay. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the device was explanted. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that the suspect device was discarded by the explanting facility and is not available for return.